Event description:
It was reported to boston scientific corporation in 2007, that during a stone removal in the biliary duct using a trapezoid rx lithotripter on a female patient, the tip of the basket came off "leaving the wires of the basket exposed." The device was removed and the procedure was completed successfully with another trapezoid rx lithotripter. No patient complications were reported.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The customer's complaint has been confirmed. The visual evaluation revealed that the tip had separated from the basket wires and the handle had no deformation marks to indicate excessive force. There was no evidence that the alliance ii device was used to detach the tip. Three possible lots have been identified for the device: 9175611, 9146520, and 9130141. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints reported for these lots. One complaint for a non-similar issue was reported for lot number 9130141. The june 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A corrective action for tip detachment issues have been initiated.